Event description:
The patient was being instructed on the use of their insulin pump by the diabetes educator. After inserting the infusion set catheter, the patient complained of pain and the catheter site was removed. Upon removal the nurse noticed that the site was wet with insulin and so was the catheter. The nurse informed me the entire reservoir had emptied. The patient's blood glucose was checked and then the patient was sent to the emergency department due to the risk of a serious hypoglycemic event. The incident was reported to medtronic and the patient will be returning the insulin pump to the manufacturer. The patient will be returning the pump, pump reservoir, and infusion set to medtronic.